Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current, active current, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The test guardian 2 link with the glucose sensor simulator communicated properly to the pump. No unexpected calibration not accepted alarm or frozen display during testing. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector during visual inspection noted. The pump passed the leak test. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported via phone call that there was an erratic freezing of the screen during the sensor calibration process. The patient also mentioned that her blood glucose was 33 mg/dl for an entire day. The patient treated with food. The insulin pump was returned for analysis.